Manufacturer narrative:
During inspection and testing of the returned device, the foreign material found in the air/water nozzle was a clear plastic debris. The evaluation concluded that the foreign material did not originate from the olympus endoscope. The reported issue (air/water flow blockage) was confirmed. The water flow, the water removal ability, and the air/water volume of the channel, were out of specification due to the foreign material in the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is possible the foreign matter may have not been removed, even if the user properly reprocessed the device according to the device's instructions for use (IFU). The IFU describes how to remove foreign matter from the air/water supply channel/nozzle, but the foreign matter assumed in the IFU is mainly dirt that adheres to the scope at the time of the case. The foreign matter in this event was reported to be in the form of clear plastic, which is likely not the stain assumed by the IFU. Hence, a definitive root cause could not be determined. The following information is detailed in the IFU which may have prevented the event: perform precleaning immediately after procedure. Otherwise, the tissue may adhere to the device which may be unable to be removed by reprocessing. Remove clogging by feeding water into the air/water channel at precleaning. Perform cleaning external surface of scope with clean gauze, brush, and sponge, with care not to leave foreign material in nozzle opening. Method of feeding/rinsing detergent into a/w channel. Soak scope in detergent before manual cleaning, when the device is too dirty or cleaning immediately after procedure is not performed. In addition, service found the adhesive on the light cover glasses, the optical cover glass, and the distal end was worn. The insertion tube was stained, there was play in the right/left angulation knob, and the device failed the electrical safety test. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was an air/water channel blockage in the subject device. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the air/water nozzle. This report is being submitted for the malfunction found during evaluation of the device (foreign material).